Event description:
Consumer alleges she was using the heating pad in bed on her hip. She fell asleep, rolled on top of the product and awoke to find a burn blister on her stomach that required medical attention.

Manufacturer narrative:
Consumer admits to sleeping with and crushing the pad, both of which are violations of the instructions and warnings provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product.